Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.816.340, lot : l220908, release to warehouse date : 06.dec.2016, expiration date : na, supplier: na, manufacturing site: werk hagendorf. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that disc anch bl f/third blade hold l140 appears to be in advanced position, and the blade had scratches and nicks due to regular usage of the device. Functionality issues cannot be assessed though a photo investigation or without the physical device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for disc anch bl f/third blade hold l140. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the disc anch bl f/third blade hold l140 had the tang of the spike deformed. Additionally, the edges of the inner canal of the blade present signs of scratches and nicks due to normal wear. A dimensional inspection for the disc anch bl f/third blade hold l140 was unable to be performed due to post manufacturing damage. An interaction test was unable to be performed since the inner shaft was not returned. However, functional issues can be attributed to the deformation of the spike. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the disc anch bl f/third blade hold l140 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: insight lateral access set (B)(4). Loan set equipment number: 3000130098. Serial: (B)(4). This set had several issues. The blade on the disc anc bl f/thiird blade hold l140 03.816.340 did not stay within the blade until the instrument was used on it. The holding blade appeared not to be able to remain in the retraction blade. This was an issue as it took away control from the surgeon and created an extra item to for consideration. We went ahead with the case and the dr worked with the set. The blade does not sit flush in the blade holder which sits on the retractor body. We used a mallet so that it would be stable enough for retraction. Same code disc anc bl f/thiird blade hold l140 03.816.340. There was surgical delay for about 4 to 5 minutes. The surgery was successfully completed. The patient appeared to be unaffected by this issue. This report is for one (1) disc anch bl f/third blade hold l140. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.